Event description:
Additional information received reported that after getting the pump implanted she had a ¿near fatal¿ reaction after a refill. Morphine and baclofen were mixed in her pump, and as previously reported, she woke up in the ICU and found out ¿that she was not responsive, they did CPR¿ (cardio pulmonary resuscitation.) The patient was getting spasms in her left arm in the evenings which started 2 weeks when she was switched to baclofen only and they increased the dosage and concentration.

Event description:
It was later reported that an alarm was heard and telemetry had not yet been performed. The alarm was heard on (B)(6) 2013 and the patient thought it was a cell phone or something. The next day, she realized it was the pump. The alarm was a single tone alarm every 2-3 hrs. There have been no recent medical tests such as MRI. The healthcare provider had lowered the dose a couple months ago and the patient wasn¿t expecting to go back for a refill until next month. The device system was used to deliver fentanyl and baclofen. It was later reported that the alarm was a non-critical alarm. The alarm was going off 2 times an hour to 6 hours apart. Per the reporter, the healthcare provider told the patient that the pump was alarming because the medication in the pump was low. The patient had an appointment for refill on tuesday ((B)(6) 2013). It was later reported that the pump was last refilled on (B)(6) 2013. The patient indicated that they calculated out her medication and she should have medication up until her refill on (B)(6) 2013. The patient denies having any symptoms and does have diazepam if her legs start twitching again before her refill. The patient reported that she used to take diazepam before the pump. It was noted that the patient was allergic to morphine and mainly has her pump for movement. The baclofen was too strong for her so the hcp decreased her baclofen twice. The patient indicated that the current pump setting has been working for her. It was noted that the patient was paralyzed from the waist down and the hcp wanted to strengthen her legs first and then try to up her baclofen dose. It was later reported that, prior to (B)(6) 2013, fentanyl and baclofen was tried and the patient had a reaction to that. The patient had poor pain control and ended up in the hospital with nausea, vomiting and being ¿stoned out of the patient¿s head¿. The patient decided that she was not tolerating the fentanyl, so it was to be removed from the pump on (B)(6) 2013 and programed a bridge bolus. It was later reported that, on (B)(6) 2013, the patient met with the hcp and the pain medication was removed from the pump. Baclofen was kept in the pump. The hcp placed a fentanyl pain patch on the patient. On the night prior to this report, the patient couldn¿t sleep and her legs had been jerking. It was questioned if the medication change was causing the symptoms. It was noted that the patient was allergic to morphine and ¿they almost killed her with using morphine¿. It was later reported that the patient went two days with no sleep. The catheter was not cleared of drug when the drug was changed and the new drug was put into the pump. The patient was told that a bolus would be running for one hour and four minutes. The bolus duration period was to be over at 9:45pm on the evening of (B)(6) 2013. The patient wondered when she was going to feel relief. The patient had bad spasticity and rigidity. Her legs were ¿going haywire¿ and had never been that bad. The symptoms started on (B)(6) 2013 or the day before. The patient felt like she was going to die.

Event description:
It was reported that this patient reported being very spastic with paresis and had a headache waiting for the implant surgery. The patient had a sensitivity and allergy to general anesthesia. She reported she received a "ridiculous dose of fentanyl" before surgery and a relaxant and further reported being overdosed in anesthesia as she was unresponsive after surgery and "was gone a long time." After the implant of this device while in the hospital, the dosing was adjusted as the patient lost the total use of their legs due to the concentration of baclofen. In addition, the patient developed difficulties urinating and controlling her bladder after the implant. It was later reported that the patient had a reaction to baclofen and had become too flaccid and the medicine was titrated down in a series of steps. Recently, the pump was refilled and the concentration of baclofen was decreased from 500 to 250 micrograms per milliliter and the morphine was to stay the same at 10 milligrams per milliliter. Programming was verified. After this change, the patient was admitted to hospital related to flaccidity and since had been released. The patient reported that she was told in the emergency room by a health care provider that she had received too much of the bridge, the medicine in the catheter was given too fast and that was the reason for her symptoms. The patient also reported it was determined she had an allergy to morphine the physician was to change the morphine to fentanyl. The programming parameters for bridging were reviewed again and appeared to be accurate. This device system was used to deliver baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was later reported that the patient was also being treated for a urinary tract infection. The patient had another appointment scheduled with a physician in a few weeks for follow-up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient was very sensitive to the drug and experienced severe reactions, including intubation when therapy was first initiated. The uti had been ongoing since the pump was implanted. The patient also suffered from urinary retention since pump implant. (See related (B)(4)-volume discrepancy) (B)(6) 2013 ((B)(4)/con): it was later reported that the patient was "almost killed after surgery". She stopped breathing and had to be resuscitated. The patient's family member saw them "working on her chest". The patient did not know if her heart stopped. However, she didn&#62752;think it did because she didn't see the light and she plans on seeing the light" on the day of the surgery, morphine was put into the pump. The patient was allergic to morphine. They turned the pump down 3% because they thought the baclofen was causing the respiratory issues. The patient did not know there was morphine in her pump; she thought it was fentanyl. Fentanyl was used during the trial. After the implant, the patient had to stay in the hospital an extra 3 days because she couldn't move her legs. She could feel if someone touched her legs, but she couldn't move them. Before they would let her go home, she had to b e able to walk. In (B)(6) 2013, morphine was put in the pump a 2nd time and the patient had an allergic reaction. The patient was "almost killed". At this time. It was noted that the patient "doesn't do well with general anesthesia. At the time of the report, the device system was used to deliver baclofen. It was later reported that the patient was "almost killed after surgery". She stopped breathing and had to be resuscitated. The patient's family member saw them "working on her chest". The patient did not know if her heart stopped. However, she didn't think it did because she "didn't see the light and she plans on seeing the light". On the day of the surgery, morphine was put into the pump. The patient was allergic to morphine. They turned the pump down 3% because they thought the baclofen was causing the respiratory issues. The patient did not know there was morphine in her pump; she thought it was fentanyl. Fentanyl was used during the trial. After the implant, the patient had to stay in the hospital an extra 3 days because she couldn't move her legs. She could feel if someone touched her legs, but she couldn't move them. Before they would let her go home, she had to be able to walk. In (B)(6) 2013, morphine was put in the pump a 2nd time and the patient had an allergic reaction. The patient was "almost killed" at this time. It was noted that the patient "doesn't do well" with general anesthesia. At the time of the report, the device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Information was later reported that the patient never had therapeutic effect. The patient reported, since implant, the pump never worked for her. The pump never helped the patient's symptoms. The patient has either been too loose or too tight. The patient's medication was titrated down with the plan to shut the pump off. The patient's dose was decreased by 25 percent on (B)(6) 2014. Most recently, the pump dose was decreased by 47 percent. The patient had an appointment with her healthcare provider (hcp) on (B)(6) 2014, and she hoped the dose was low enough, so the pump could be shut off. The patient mentioned the healthcare provider (hcp) "never cut the tubing in any place, so in it no loss, except for two years of her life." The patient also reported she woke up in the intensive care unit (ICU) after the pump implant surgery because the concentration was too high, and they had cranked it up too far. This resulted in respiratory arrest. The patient also reported a problem with urinary retention, which got very painful, and her kidneys hurt. The hcp turned the pump way down, "so it eased up." The patient was then going back for gradual increases of the medication to get control of her spasticity, and the urinary retention gradually worsened. The patient reported the urologist did not want to treat it because it was suspected the medication was causing the problem. No further information was provided.